Event description:
Bravo ph capsule calibrated and placed in pt in 2003. Pt returned receiver two days later. Unable to upload analysis from receiver.

Event description:
Add'l info rec'd from MFR 1/29/04: the customer sent medtronic two bravo receivers which were analyzed and found to be in working condition. These were analyzed per final product testing procedure. MFR's service report (medtronic reference 636141) to this customer stated: "evaluated two bravo receivers. Both were functionally tested twice. Neither had any functional defect. Returning both. No repairs required." Medtronic has reviewed this user facility report and compared it to previous complaints about this product. Based upon that info and the requirements of 21 cfr 803. MFR did not file a medwatch form 3500a for this event, since there was no pt injury reported and they have no previous reports of this malfunction causing a pt injury. MFR continues to trend these complaints in accordance with 21 cfr 820 requirements.